Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary left heart catheterization procedure. The procedure was completed with no reported delay. It was reported to philips that the c-arm performed an un-commanded movement. Upon troubleshooting, the philips remote service engineer (rse) checked remotely with the customer and customer stated that they noticed the image was slowly panning left and customer were not leaning on the controls, or drape was affecting it and occasionally heard the c-arm making the loud clicking noise (locking/unlocking) while it was moving on its own. The rse found that the controls were pressed unknowingly which caused the unintended movement. To resolve the issue, the customer stated it was intermittent issue and resolved itself after the system was kept in monitoring for a week. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.